Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 6 (vent not working) occurred during the load process. The user attempted to load a new cartridge and a cartridge alarm 5 (pressure out of range) occurred. Reportedly, the cartridges were filled with 300 units. The user successfully loaded a new cartridge. The user reported two blood glucose levels of 143 mg/dl or 147 mg/dl.